Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a frozen display on the insulin pump. Customer also reported receiving a weak battery alarm. Customer's blood glucose was 248 mg/dl. The customer stated they insulin pump's screen was not completely blank. It was also found the time was advancing on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with moisture damage at the keypad traces. All of the buttons are responding properly. No frozen screens or display screen stopping out anomaly noted. The insulin pump powered up properly after battery installation. The operating currents are within specification. No unexpected weak battery alarms noted. The insulin pump has cracked case at display window corners, cracked battery tube threads and minor scratched display window.